Event description:
It was reported that the patient underwent fusion from l1 to l5 with instrumentation. A cage was implanted at l3. Sometime post-op the rods broke on both sides around l3 and the cage subsided. Revision surgery was scheduled for the middle of (B)(6) 2011.

Manufacturer narrative:
Cage (therapy dates not provided) screw (therapy dates not provided). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation.

Event description:
Update information: the revision surgery was performed approximately two years post op. All screws and rods were replaced, and fixation level was extended from t12 - iliac.